Event description:
A literature search revealed a report published in the journal of heart valve disease, 2007; 16:278-281 in which dr concalo coutinho describes a case of acute mitral valve regurgitation caused by ruptured eptfe neochordae. The physician describes a male pt with severe mitral valve regurgitation 11 years after mitral valve repair who was found to have anterior leaflet prolapse caused by chordal rupture. The valve was replaced and the pt had uneventful recovery and was discharged home on postoperative day 7. As reported in the article, histology of the removed segments of eptfe neochordae showed calcifications and areas of weakness. The eptfe suture is believed to be gore-tex suture.

Manufacturer narrative:
Investigation is in progress.